Event description:
Clinic notes dated (B)(6) 2013 note that the patient has CPAP for treatment of sleep apnea. The relationship between the vns therapy and sleep apnea is unknown. Attempts to obtain additional information will be done, but no additional information has been received to date.